Manufacturer narrative:
(B)(4).batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information was received and no device has been returned. If the device or further details are received at a later date a supplemental medwatch will be sent: can you please clarify what happened with the device. Were there any feeding issues experienced with the device? Did clips not feed into the jaws? Did device not fire clips (jammed)? Did device fire unformed or malformed clips? Did device fire scissored clips? Did clips not hold on to tissue or vessel once placed? Please provide the status of the device(s) as it has not been received for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip was not applied properly on the vessel. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. D4: batch # u9429n. H6: component code: others (g07). Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torqueing may result in clip malformation." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.